Event description:
Philips received a complaint by the customer on the v60 indicating that the device was unable to startup. It was reported there was no patient involvement at the time the issue was discovered. This report details a complaint received by philips regarding the v60 device, specifically its failure to boot during system startup. The issue was assessed by the customer in collaboration with a remote service engineer, who verified the continuous occurrence of the problem; however, the device was determined to be fully functional. As no adverse patient involvement was reported and the device did not fail to meet product specifications, the investigation concluded that no further action is required.

Manufacturer narrative:
(B)(4).